Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer in (B)(6) alleged that he tested his blood glucose using his contour link meter and received a high reading of 571 mg/dl.he was not feeling well and felt as if his glucose was low, so he retested using another meter and received a reading of 30 mg/dl.the difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant.the customer called emergency services.the emergency nurse treated the customer upon arrival.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.